Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 21-dec-2021. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor. As a result, customer was unable to obtain glucose scans and experienced symptoms of sweating and seizure. The customer was treated with sugar water, zumo, and madeleine by wife. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor. As a result, customer was unable to obtain glucose scans and experienced symptoms of sweating and seizure. The customer was treated with sugar water, zumo, and madeleine by wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.